Manufacturer narrative:
The products were not returned for examination. The MFR of the cement was unk. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address femoral loosening between the cement/implant mantle. MFR of the cement product is unk. Noted polyethylene wear on the insert and osteolysis.